Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that users experienced a "shock" when unplugging spectrum pumps. The problem was found during testing in the cancer center on an unspecified number of pumps. There was no known patient injury or medical intervention associated with this event. No additional information is available.